Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the electrocardiogram markers on the latitude electrogram are misaligned. Technical services reviewed the latitude data. There were three interrogations today and only one of them had misaligned markers. Technical services advised this is a display issue and does not impact therapy. The device remains implanted. There were no adverse patient effects.